Manufacturer narrative:
The technician found the power control module shorted at f9 and there were no signs of fluid ingress or damage to the board. The tech replaced the power control module to repair the bed.

Event description:
Info rec'd indicates the bed has no function working.